Event description:
An attempt was made to treat a calcified and moderately tortuous lesion in the circumflex artery using a resolute integrity drug eluting stent . The lesion had been pre-dilated prior to the attempted stent implantation. An attempt was made to position the stent using a guide liner however this was unsuccessful. On removal from the patient the stent was noted to be damaged. No patient complications or clinical sequelae reported.

Manufacturer narrative:
Conclusion: (lesion morphology - calcified, tortuous lesion). (Device or procedural images not returned for review). (Stent deformation). (No device returned). (B)(4).

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 19th, 26th and 30th distal segments were misaligned with slightly raised struts.

Manufacturer narrative:
(B)(4).